Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The initial implant went without issue. One week post op, the patient returned with reports of numbness in the left leg. An ultrasound was performed and no endoleak was observed so the patient was sent home. Approximately two weeks after post op, the patient collapsed and sent to the hospital where a CT showed an occluded stent graft right under the renals. The physician performed an axillofemoral bypass which successfully resolved the issue. Patient is reported as doing fine post re-intervention, however there is concern of possible neurological damage due to suspected spinal ischemia. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of the aortic body and iliac limbs was found to be unknown/undetermined. There does not appear to be narrowing in any of the stented portions of the implant, and unable to determine the status of the unsupported sections of the anatomy due to the thrombus. Significant calcifications in the distal aorta and iliac vessels (cautionary product use conditions) may have contributed to the event. The final patient disposition was reported to be fine following the surgical intervention. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: removed: (B)(4).